Event description:
During deployment of perclose closure device, the suture broke. Immediate pressure was applied to procedure site to obtain hemostasis. Pressure was held by the doctor and hemostasis was achieved.======================manufacturer response for closure suture device, perclose proglide (per site reporter)======================they have been contacted. Rep is coming in to evaluate problem in june.